Manufacturer narrative:
(B)(4). Method: the subject device ojr412 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the analysis of the information provided by the distributor, and our knowledge of the product. Results: evaluation of the photography provided confirmed that the tubings had detached from the connector end (swivel grip). Conclusion: based on the evaluation of the photography provided, and our knowledge of the product, the reported event could have resulted from the cannula being subjected to excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula s show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in thailand reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the connector end (swivel grip). There was no reported patient involvement.

Event description:
A distributor in thailand reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the connector end (swivel grip). There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device ojr412 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information and photography provided by the distributor, and our knowledge of the product. Results:visual inspection of the returned device confirmed that the tubings had stretched and detached from the connector end (swivel grip). Conclusion: based on the evaluation of the returned device and our knowledge of the product, the reported event could have resulted from the cannula being subjected to excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula s show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in thailand reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula was detached from the connector end (swivel grip). There was no reported patient involvement.